Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of pre-shaped mesh (device 1). Per operative notes, ¿a supraumbilical incision was made sharply. The hernia sac was dissected out. A bard pre-shaped mesh was placed into the umbilicus and secure it with sutures.¿ (B)(6) 2018 ¿ patient was diagnosed with recurrent incisional umbilical hernia, pain, hereby underwent open repair with implant of ventralex mesh (device 2) and explant of bard pre-shaped mesh (device 1). Per operative notes, ¿an incision was made at the superior portion of the umbilicus. The hernia sac was dissected out. Previously placed (device 1) was dissected out from umbilicus. A 8cm ventralex mesh (device 2) was placed into the supraumbilical region and secure it with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2015) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4, d.6b (date of explant), g1, g3, g4, g6, h2, h4, h6, h10, h11. Corrected field: d1 (brand name). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.